Event description:
Pen is locked [device malfunction], stroke [cerebrovascular accident], problem in the leg and almost had to amputate it [musculoskeletal disorder]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6) female pt with diabetes mellitus, who was treated with novopen 3 (insulin delivery device) therapy, and experienced "stroke", "problem in the leg and almost had to amputate it" and "pen is locked" beginning on an unk date. Pt's height: not reported. Medical history included diabetes mellitus (type and duration unk). The pt had reportedly been taking novopen 3 on unk dates. On an unk date the pt used nph (isophane insulin) with novopen 3. The pen was locked and the pt was unable to inject the product. Needle (unk brand name) had not been reused. On an unk date, the pt experienced a problem in the leg and almost had to amputate it; she also had a stroke. She was hospitalized for more than 25 days and had many sequels. Action taken with novopen 3 was not reported. The overall outcome of events was reported as "unk". No further info is expected, as the f/u is not allowed. Company comment: due to the very limited info, it is not possible to make a proper medical evaluation of the case. However, diabetes is associated with a high risk for ischaemic and vascular diseases. The problem with the leg is also likely caused by diabetes.